Event description:
The customer reported that the system would not perform fluoroscopic x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cables were cleaned and regreased and the filaments were calibrated. The system was tested and found to be working as intended and put back into service.